Event description:
It was reported that the patient experienced syncope and palpitations. The ventricular lead exhibited oversensing, causing inhibition of ventricular pacing. The physician suspected failure of the lead insulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.